Event description:
While applying rf energy, the needle electrode came into contact with a metal cannula. The metal cannula appears to have become active and inadvertently heated non-target tissue. The pt developed a small 3rd degree burn at the point of contact. A skin graft was performed 5 days later.